Event description:
An incident report was rec'd through the kimberly-clark-in-country sales representative that a few mins after the connection, the sleeve surrounding the catheter burst loudly. The end user stated that the same incident occurred with approximately ten devices, with different patients. The report stated that there were no pt injury or medical intervention associated with sleeves bursting. Kimberly-clark or ballard medical has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.

Manufacturer narrative:
Ten devices were returned for evaluation. Of those, seven devices had not been used. They were opened by the investigation team and were intact with no visible nonconformities. Of the three returned devices that had been used, the investigation team noted: sample 1 - the catheter sleeving was very used looking. The sleeving appeared to be very rustled/wrinkled and contained a split on the flat portion of the sleeving in the middle that was at the bottom of the t-ring and went down approximately 3 1/2 inches in length and was in a straight line. There were no tears or snaps present. Sample 2 - same as above, except the split was approximately 5 inches in length. Sample 3 - same as number 2, except the tubing number markings on the catheter starting from the 27cm to the 35cm were very faint and not completely visible. The appearance of all three user devices indicated they had been used for awhile rather than a few minutes as stated in the incident report. The unused returned devices will be tested to determine what ventilator setting it would take to burst the sleeves. At this time, no conclusion can be drawn.